Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 411mg/dl. The customer's most current level was 401mg/dl. The customer states they treated with manual injection. Troubleshoot was conducted. The device passed the self-test and the customer is being sent out tubing clamp for high pressure test. The customer declined to troubleshoot further and stated they just wanted to know if the pump was functioning as designed. The customer was advised to call back when tubing clamp is received in order to complete troubleshoot.